Manufacturer narrative:
Device Analysis Report attached.

Event description:
Per the clinic, the patient experienced infection and pain at the implant site. Subsequently, the patient was treated with oral antibiotics for 14 days and IV antibiotics for 43 hours. The patient was also treated with a 7 days course of pain medications; however, the issue could not be resolved. The device was explanted on (b)(6), 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.